Manufacturer narrative:
Pre-op x-rays showed the right screw at s1 was broken. The screw was returned for eval. The failure had occurred after fusion. Microscopic examination of the initial crack propagation, followed by fatigue striations, is consistent with fatigue due to anticipated wear. A review of the device history records did not identify any nonconformance of specification.

Event description:
It was reported that the original construct had a transforaminal lumbar interbody fusion (tlif) using an interbody device on the right side at l4-l5 with a bumper placed at l5-s1. The contra-lateral side had a single level rod placed at l5-s1. There was a solid fusion at l4-l5. The s1 screw on the right broke in the pedicle. The surgeon removed the right side hardware, leaving the screw fragment in place after determining it was too deeply encased in bone to remove. The surgeon performed a tlif from the left at l5-s1 using interbody and fixation devices.